Event description:
It was reported that occlusion alarms occurred. The customer experienced diabetic ketoacidosis and blood glucose (bg) that was ¿high¿, however, a specific value was not provided. Bg level was addressed with a correction bolus via the pump. A systems check was performed with tandem technical support and no issues were identified. Customer successfully changed pump supplies and resumed insulin delivery after the systems check.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.